Event description:
Pt underwent a total right knee replacement for degenerative joint disease in 1996. In 2001 the pt developed a painful right knee. Six months later, the pt underewent a revision of the right total knee replacement. During surgery, an extensive complete synovectomy was performed as there was tremedous synovectomy through-out the knee joint. The frontal component was obviously very loose. The tibial polyethylene was loose in the tray and the medial part of the polyethylene had actually fractured in half, but all piece of the polyethlene were still enclosed in the tibial tray.